Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation.

Event description:
It was reported that the patient's unit was overheating and stopped producing oxygen. As a result, the patient did not have access to their oxygen therapy. This happened while the patient was traveling and did not have any backup sources with them, however the patient stated that they did not have to be hospitalized or have any intervention at the time of the event. They were able to go back home and use their at home stationary unit while waiting for the replacement. The replacement unit was received and it is working for them.